Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized from (B)(6) 2015 due to a severe hypoglycemic episode. The customer stated they were advised by their healthcare provider that an insulin pump malfunction was the cause of their hospitalization. The customer's blood glucose at the time of hospitalization was unknown. Further information about the customer's hospitalization was not collected at the time of the call. The insulin pump will not be returned for analysis.